Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a spine case, the patient return pad was not recognized by the aex generator, however the plasmablade device delivered rf energy once activated. There was no injury to the patient reported. The customer was utilizing an unapproved return pad.